Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 420 mg/dl at the time of incident and the current blood glucose of the patient is 369 mg/dl. Customer also stated that he was getting 5 no delivery alarms and time was two minutes slow. Customer took the last two or three boluses and found they were interrupted by no delivery alarms. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer performed high pressure test and it was passed. Customer also stated that insulin came out during priming. Troubleshooting was assisted. The device will not be returned for analysis.